Manufacturer narrative:
Device was received in eri (elective removal indicator) operation. Eri was triggered as expected due to normal depletion. Device image showed auto capture was enabled and operated in high output modes at times. When the automatic setting is programmed, the device¿s output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Battery trend chart was monitored no increase in current was noticed to indicated a rapid drop in voltage while implanted. Analysis was performed including electrical and mechanical testing of the device, no anomalies were found. Total projected longevity is 7.13 years, device was implanted for 6.9 years. Device met the 75% projected longevity and is considered normal depletion.

Event description:
During follow-up, premature battery depletion was suspected on the device. The device was explanted and replaced and the patient was stable.